Manufacturer narrative:
(B)(4). Exact date is unknown; reported as (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date approximately 3 years prior to this report, the pt began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in the month prior to this report, the pt experienced peritonitis. The cause of the peritonitis was the patient made a mistake of touch contamination (details not provided). The patient was not hospitalized for the peritonitis. Treatment was not reported. Concomitant therapy was not reported. On an unspecified date, the pt recovered from the peritonitis. On an unreported date, the pt was re-trained on proper aseptic technique for performing pd therapy. Additional information was requested but was not available.